Event description:
It was reported that there was a four clutch error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the top case handle was broken off. The bottom case was also damaged. During occlusion testing, the reported problem could not be verified. The root cause of the reported issue was found to be normal wear. Replaced position pot.